Manufacturer narrative:
Investigation found that pump had no error code 13 in pump's history, but failed diode d7 test. New pcb board was replaced to solve the issue. Ref recall#: z-0294-2013.

Event description:
Information received indicates that pump experiences error code 13.